Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl (13.9 mmol/l) while wearing the pod between 5 and 24 hours on the leg. The patient reported the cannula was occluded and no insulin was delivered for approximately 10 hours. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the device found no evidence of the reported cannula obstruction.